Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: d224drg ICD implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported there was high super vena cava coil lead impedance and a possible fracture. The coil was programmed off and the lead remains in service. No patient complications have been reported as a result of this event.